Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the device preparation. Hemostasis was achieved with manual compression for about 20 minutes. There was no reported patient injury. The type of procedure the device was used in was a percutaneous coronary intervention (pci). A 10ml locking syringe was used to inflate the balloon. A 5f non-cordis sheath was used with the device. The device was stored and prepped per the instructions for use (IFU) and was opened in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2124202 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the device preparation. Hemostasis was achieved with manual compression for about 20 minutes. There was no reported patient injury. The type of procedure the device was used in was a percutaneous coronary intervention (pci). A 10ml locking syringe was used to inflate the balloon. A 5f non-cordis sheath was used with the device. The device was stored and prepped per the instructions for use (IFU) and was opened in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2124202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural or handling factors, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) ruptured during the device preparation. Hemostasis was achieved with manual compression for about 20 minutes. There was no reported patient injury. The type of procedure the device was used in was a percutaneous coronary intervention (pci). A 10ml locking syringe was used to inflate the balloon. A 5f non-cordis sheath was used with the device. The device was stored and prepped per the instructions for use (IFU) and was opened in a sterile field. The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedure sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2124202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural or handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.